Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. Eval found the motor assembly to be seizing. The motor assembly was replaced as it is a known contributor to the reported symptom.

Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.